Event description:
It was reported that the patient experienced syncope. It was also reported that the right atrial (ra) lead exhibited inhibited pacing due to fast ventricular rate. It was also reported that the ra lead exhibited a failed position check. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.